Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Caller states one of her nurses accessed a patient's powerport with a miniloc needle. She states the patient had contract power injected through the port using the miniloc needle. After the procedure, the patient began complaining of pain to her port when flushed. She is requesting recommendations. She does not have any product information at this time. Ms&s recommended she speak with the physician about a dye study to check for proper placement, function and to ensure no damage has occurred. Explained that the miniloc can be used with a powerport, however, we don't recommend doing that because situations like these can occur. Caller declined to give any further information.